Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify keypad/button unresponsive/button error alarm or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Pump error 53 alarm found in the pump history file/trace with unknown time/date of the alarm. Pump error 53 alarm due to hardware error ((B)(6)). No stuck button error alarm found in the pump history file/trace. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, harness assembly vibrator, corroded battery tube and corroded keypad traces. Force sensor zero offset within specification (24.1 mv). The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarm due to hardware error. Exposed to moisture was confirmed on the pcba 1, pcba 2, force sensor, harness assembly vibrator, corroded battery tube and corroded keypad traces. Blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump was exposed to moisture, blank display, buttons and/or keypad unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Pump has not been exposed to altitude change. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.